Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11g22012, h11f26033, and h11f01028 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the peritonitis was no device malfunction or use error identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from (B)(6) of peritonitis coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient was diagnosed with peritonitis and was hospitalized the same day. The cause of the peritonitis was unknown. Treatment information was not reported. At the time of this report, the patient was recovering. Dianeal therapy was ongoing. Concomitant medications were not reported. An opinion of causality was not provided. The nurse declined to provide further information but stated that the patient did not have peritonitis.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.